Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, there was a skin burn similar to a coin size in the abdomen. The burn was treated with a dressing with drugs.